Event description:
3/23/92 - o/p reported to hospital for blood draw. Patient reported she had oozed blood from exit site for prior three (3) days. Patient had gone to local hospital ER for evaluation. Bleeding had subsided and no care was given. Hospital staff noted catheter as patent and blood draw was easy from exit site. It was noted that fluid oozed from exit site when flushed with normal saline. Attending md was notified. Patient went home. 3/28/92 - patient returned to hospital with obstructed catheter and edema/tenderness at exit site. Patient was assessed by md, then transported to radiology. Proximal portion of catheter fell out when cuff was released by md. Distal portion was retreived from s. Vena cava/r. Atrium under fluoroscopydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.